Manufacturer narrative:
The investigation into the reported limb ischemia is on-going at this time. Upon the completion of the investigation, a final report will be filed.

Event description:
A patient with a complex cardiac history and heart failure had an intra-aortic balloon pump support escalated to the support of the impella cp. The cp was hemodynamically supporting the patient for 2 days when the team removed all anticoagulation prior to the patient receiving dialysis. The heparin was not returned to the impella purge and the patient's limb became ischemic. The impella leg was cool to touch, pulseless, and painful. The pump was explanted and the patient needed no further intervention.

Manufacturer narrative:
Since the original report was filed, the investigation into the limb ischemia has concluded. No product or logs were returned for analysis. The clinical details were reviewed and the root cause was determined to be patient condition, as the team did not properly monitor the anticoagulation. The patient's ptt levels were low. The failure mode will be monitored and trended.